Event description:
The physician reports that the crystalens haptic became damaged when advancing the lens from the staar surgical lens injector system. The damaged iol was removed and replaced with a second crystalens. No need for enlargement of incision or placement of sutures.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.